Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned to animas and evaluated on (B)(4) 2014 with the following findings: the pump booted to a dim and discolored display screen. The allegation of a line through the display screen could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reporter: (B)(6).

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that there were lines on the display screen. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.